Event description:
The following has been reported: pump from north andover: repeated downstream occlusion. A preliminary review identified the following issue: unresolved occlusion alarms an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned for repeated downstream occlusions. Upon return, the device did not display any alarms during testing. Pump was also able to correctly identify when a downstream occlusion was induced and when it was cleared. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose.